Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported problem. The iabp unit would not turn on and the batteries had been depleted. While troubleshooting the fse noticed the console was not making full contact with the cart. This caused the batteries to deplete and not allowing the unit to power on. The fse reseated the console to the cart and allowed the batteries to charge. The customers asked the fse to replace the batteries. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) had no a/c power. No adverse event was reported.